Event description:
The complainant reported that the physician was performing the therapeutic ercp procedure on a pt, but during the procedure the device tip broke off. Several attempts were made to obtain add'l pt and event info. All attempts were unsuccessful. There has been no indication from the complainant that there has been any adverse affect on the pt as a result of the reported malfunction.